Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: yellow particles observed on the surface of the shell. Observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Company distributor reported breast sclerosis, there was fluid around the implant. It subsided after treatment with anti-inflammatory drugs. Capular contracture baker grade iii, need to exclude bia-alcl. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Company distributor reported reviewed record. Updated doe. Breast sclerosis, there was fluid around the implant. It subsided after treatment with anti-inflammatory drugs. Capular contracture baker grade iii, need to exclude bia-alcl. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Company distributor reported reviewed record. Updated doe. Breast sclerosis, granuloma, there was fluid around the implant. It subsided after treatment with anti-inflammatory drugs. Capular contracture baker grade iii, need to exclude bia-alcl. This relates to the right side. Device has been explanted and replaced with a non allergan device.